Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) and was experiencing deflation issues. The patient underwent a surgical procedure to have the ipp explanted. During the explant, there was air found in the system. A new ipp was implanted. No patient complications were reported.